Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported suspected thrombus and elevated ldh could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information regarding this event were sent to the customer and no further detail was provided. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assists system. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years 6 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had suspected pump thrombosis due to elevated lactate dehydrogenase (ldh). The log file analysis showed that the reviewed data did not contain attributes which would lead us to suspect the presence of thrombus. There was one event where the patient removed all external power while moving from battery to power module on (B)(6) 2019. The lvad continued to run as it was powered by the external backup battery during this brief loss of power.